Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The guide tube set screw was not making contact with the tube to hold it in place. This issue was documented in a medtronic navigation hardware anomaly tracking database.(B)(4)

Manufacturer narrative:
A medtronic representative clarified that the delay in therapy was less than 10 minutes.

Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested. Replacement device shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the site's biopsy guide would not hold properly. The screw to fix the oscillation in place was too loose to fasten. The surgeon opted to continue the procedure, using the device, with this knowledge. Noted was that the hospital&#38112;staff fastened the biopsy guide well. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.